Event description:
The patient has a history of ischemic cardiomyopathy with chronic atrial fibrillation and chronic heart failure. She had an ICD implanted the previous week and was discharged two days after the procedure. The patient was readmitted for fatigue and shortness of breath. She was found to be in renal failure, dig toxic, had an elevated troponin and was thought to have a new non-q wave myocardial infarction. The tee showed an ejection fraction (ef) of 35%. During this admission, the patient was down in ultrasound and had a run of ventricular tachycardia. The ICD was delivering appropriate shocks. During this episode, she became cyanotic, pulseless and chest compressions were initiated. She responded well to the treatment with return of normal vitals signs and mental alertness. Overnight, telemetry indicated an episode of vt with the ICD defibrillating adequately. The following day, the patient had increased shortness of breath and was feeling uncomfortable. She was without arrhythmias but feeling slightly better. Echocardiogram reveals ef of 20%. After exam the patient went into vt but the ICD did not respond. CPR was initiated. Three hours later, the patient was awake and following commands. The day after, the patient arrested. CPR was initiated and after 55 minutes, it was determined that the patient would not survive. A code was called and the patient expired.

Event description:
The patient has a history of ischemic cardiomyopathy with chronic atrial fibrillation and chronic heart failure. She had an ICD implanted the previous week and was discharged two days after the procedure. The patient was readmitted for fatigue and shortness of breath. She was found to be in renal failure, dig toxic, had an elevated troponin and was thought to have a new non-q wave myocardial infarction. The tee showed an ejection fraction (ef) of 35%. During this admission, the patient was down in ultrasound and had a run of ventricular tachycardia. The ICD was delivering appropriate shocks. During this episode, she became cyanotic, pulseless and chest compressions were initiated. She responded well to the treatment with return of normal vitals signs and mental alertness. Overnight, telemetry indicated an episode of vt with the ICD defibrillating adequately. The following day, the patient had increased shortness of breath and was feeling uncomfortable. She was without arrhythmias but feeling slightly better. Echocardiogram reveals ef of 20%. After exam the patient went into vt but the ICD did not respond. CPR was initiated. Three hours later, the patient was awake and following commands. The day after, the patient arrested. CPR was initiated and after 55 minutes, it was determined that the patient would not survive. A code was called and the patient expired.